Event description:
Screws, implanted with a plate in 1997 were noted as broken in 1999 and were removed in 2001. Patient was treated for cervical intervertebral disc protrusion and cervical spondylosis at c5-6 and c6-7 with interpore interbody grafting and anterior plate fixation. One screw at c5 was noted as fractured on a c-spine series taken in 1999. During revision in 2001 two screws at c5 were noted as broken. One screw was removed the other was left in situ.